Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Previous micrus coils were successfully deployed on this case. As the enpower detachment control box (dcb) was checked displaying no faults, the detachment button was pressed and the coil could not be detached. As the button was pressed again, the "fault" light illuminated. The cable was replaced to no avail. As the coil was being withdrawn, the coil unintentionally detached inside the microcatheter. The coil was pushed back into the aneurysm using a guidewire. The procedure was completed and no complications to the patient reported.